Event description:
It was reported that the left cylinder of this inflatable penile prosthesis (ipp) eroded through the gland. A surgical procedure was performed, during which the cylinders and pump were removed, and the reservoir remains with a cap. No further patient complications were reported.